Manufacturer narrative:
The covidien customer support technician (cst) troubleshot the issue with the customer over the telephone, and informed him that it did not indicate an eminent failure. However, they should upgrade their graphic user interface (gui) if the clinical staff was not comfortable. The source of the flickering was the gui initiating, and replacing the gui central processing unit (cpu) may remedy the flickering. The repair was not yet completed. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) display was flickering prior to the unit fully logging on. Additionally, it was reported that the unit functioned properly after that. There was no pt involved.